Event description:
It was reported that difficulty recapturing occurred. The patient was noted to have exceptionally difficult anatomy. A left atrial appendage (laa) closure procedure was being performed. During the procedure, a 35mm watchman flx pro closure device and delivery system (wds) was advanced and deployed in the laa. Upon deployment, the device folded. The physicians attempted to recapture the wds. Recapture attempts were performed multiple times, but each time the wds continued to be folded, leading to a very difficult recapture and unsuccessful subsequent deployments. Despite the issues, the wds was able to be recaptured and removed from the patient. The procedure was aborted. There were no patient complications, and the patient was discharged.